Event description:
It was reported that a malfunction alarm occurred, identified as malf 3, with the pump not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use a backup insulin pump and agreed to return the malfunctioning pump via a pre-paid label within 10 days for a replacement, after being instructed on storage procedures by the support team.